Event description:
The pt fell approx 4 weeks ago while taking out the recycling. Since then, the pt had no stimulation sensation on his right side; the pt had stimulation on his left side. Impedance readings were >10000 ohms on everything in combination with electrode 0; all others were fine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.